Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the exhalation valve. The o2 (oxygen) was calibrated and circuit test was performed. Ventilation was tested at 21%,70% and 100%. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e us seems to be causing a leak and would not pass a leak test. There was no patient involvement associated with the reported event.